Event description:
It was reported that during a follow-up visit, while dft testing the device delivered a low shock and the hvli was low. Attempted 2nd test with same low hvli range. The device was programmed from rv-svc and can to rv-can. An induction test was completed and the hvli was within range. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, and voluntary medwatch form was received.